Manufacturer narrative:
Pt info not available at time of this report. The device performed as intended. This issue is being reported because the usage of the device in this manner could result in inaccurate navigation which cannot be mitigated.

Event description:
A site operating room rep reported that they are unable to calibrate the suretrak ii. The doctor was using a flexible instrument to place a catheter. The medtronic technical svcs rep warned the doctor that the instrument is tip-tracked and it is not recommended to use flexible instruments. The doctor replied that he was aware of that but wanted to use it, anyway. The surgeon completed the case with the use of the stealthstation. There was no reported harm to the pt.